Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a small hair or something similar in an unspecified location. This was discovered when the blue wing clamp was opened during the setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between september 25-26, 2024. H11: the device was received for evaluation. Visual inspection of the sample noted the customer removed the particulate matter (a black hair strand) from the device and taped it on a white cloth. The particulate matter was not in the fluid path. A fourier transform infrared spectroscopy (ftir) test was performed on the particulate matter and the material was hair (cellulose). The reported condition was verified. The cause of hair could not be determined. However, particulate outside the fluid path is unlikely to cause harm and does not impact the sterile pathway. The particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.